Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter (white residue) at the air/water supply and auxiliary water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified olympus will continue to monitor field performance for this device.